Manufacturer narrative:
Concomitant product: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).

Event description:
It was reported a volume discrepancy occurred. The actual residual volume (arv) was greater than the expected residual volume (erv). The arv was approximately 18.5ml and the erv was approximately 6.3ml. It was also stated at the previous refill, the arv was approximately 5ml and the erv was approximately 4ml. The patient experienced some numbness about 1 week prior to the refill, so the dose was reduced think the issue was due to the bupivacaine. Then about 1 week after the refill, the dose was increased due to an increase in pain. The patient felt ¿crappy¿ just prior to refill and it lasted until approximately 3 weeks after. The patient denied going through withdrawal, but felt hot/cold and had chills. It was thought at the time the patient had the flu. The patient previously had great benefit. The reporter then asked if a granuloma could cause volume discrepancies; it was explained the patient service representative had not heard of that. It was suggested to check catheter patency through the catheter access port (cap) to see if it can be aspirated and then consider performing a catheter dye study. It was later reported that the healthcare provider (hcp) was not an advocate of the pump and never performed a catheter dye study or other diagnostics to confirm catheter patency. The pump was programmed to minimum rate mode and the patient was placed on oral medications. The pump was not going to be replaced as of (B)(6) 2015. The pump was used to deliver bupivacaine and morphine (unknown). No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.